Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: flat creases, wear abrasion, white particles in device inner surface and one opening crack. Leak test and microscopic analysis was performed which identified: one crack opening and partial delamination of valve. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. Partial delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.